Event description:
The customer reported to olympus, during routine testing, the evis exera iii gastrointestinal videoscope tested positive for 250 colony forming units (cfus) of psuedomonas aeruginosa over the course of two cultivations on (B)(6) 2022. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional cultural testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is medivators adv pt. The air/water channel, auxiliary channel. Balloon channel, and forceps elevator wire channel were aspirated and flushed with water. The aer detergent is intercept plus and the aer disinfectant is rapicide pa 20 degrees c. The manual detergent is intercept and no manual disinfectant is used. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using my brush 2, 8-4, 2mm wiramedical manual brushes. The storage practice is using an endo store neo drying cabinet, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: control unit is shaved. Switch box has a scratch. Grip has a scratch. Scope cover has a scratch. Forceps channel port has a scratch. Plug unit has a scratch. Scope connection case unit has a scratch. Scope connection cover unit has a scratch . Due to wear of angle wire, the play of up/down knob is out of the standard value. Distal end cap cover has a chip. Light guide lens has a crack . Adhesive on bending section rubber has a crack. Bending section rubber glue discolored . Connecting tube has a scratch. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation where no germs were detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.